Event description:
The manufacturer received information alleging a failure of a ventilator's internal battery. There was no harm or injury reported.the ventilator was returned to at a third party service center and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue.